Event description:
The nurse stated there was no phaco power available during a case. The event occurred during the sculpt mode. There were no system messages. The cassette and phaco handpiece were switched and no phaco power was available. The surgeon converted to an ecce to complete the case. The next 2 cases were cancelled. No consumables were saved. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system with no problems found. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of the service history for this system for the last 24 months did not indicate any additional, related, unplanned service requests. This report was mailed to FDA on: 10/24/2008.